Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 460 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer also stated that the sensor had sensor updating alert and change sensor alert. Customer also reported that the sensor cannula was bent. The insulin pump will not be returned for analysis.